Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "pump has all kinds of alarms" was not confirmed or reproduced during product evaluation. The root cause was not identified. Since no assignable cause was provided during product evaluation, no repair was necessary for the reported condition. No previous service events were related to the reported condition. A device history record review was performed, and no abnormality was observed. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported that the "pump has all kinds of alarms". This condition had the potential to interrupt delivery. This condition was found in the biomed service department. This event occurred during biomed check. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is vista minor(5.04.00).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.